Event description:
It was reported by the customer that his sensor glucose readings were different then his blood glucose level readings. Customer stated that his sensor read low levels but his blood glucose level was 433mg/dl. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.